Event description:
Patient contacted dexcom technical support on (B)(6) /2015 to report a hyperglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on 04/12/2015. Patient did not calibrate accordingly. The sensor was inserted on (B)(6) 2015. The patient went to the emergency room feeling dehydrated. Doctor diagnosed that patient's blood glucose was very high so she was transferred to the patient care unit overnight. Patient was treated for the hyperglycemia, monitored for high potassium and ketoacidosis. Patient was given IV fluids. At the time of contact with dexcom technical support, patient was feeling better and no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The customer complaint of inaccurate readings cannot be confirmed; however, it should be noted that diabetes is a known cause of hyperglycemia and ketoacidosis. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate since seeing the inaccuracy. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. However, a root cause for the reported inaccuracy cannot be determined.